Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 570 mg/dl at the time of hospitalization. The customer reported that the insulin pump alarmed no delivery, and he had bolused 5 times on friday, (B)(6), 2014, but the insulin pump would not bring his blood glucose levels down. He also complained of chest pains, morning sickness and vomiting, and stated that he was transferred to another hospital. He treated with an insulin pen and his stabilized blood glucose reading was 297 mg/dl. The customer was released from the emergency room on (B)(6), 2014. He declined troubleshooting for the device and stated he is not going to go back on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.